Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient turned her implant off because she was having problems with her leg hurting when she walked. The patient stated that this problem was a sharp pain in her leg and it hurt really bad to walk. It was noted that the hurting lasted for 2 days and the patient turned her implant off and it went away. The patient mentioned that it had only happened that one time. The patient waited for a couple of weeks after she turned the implant off to turn it back on. Additional information from a consumer regarding a patient on (B)(6) reported the pain was shooting down their right leg making it hard to walk and a sharp pain in their left back and they had to turn it off completely. It was noted the sharp pain had been resolved so far. Additional information was received. It was reported that there was a device concern. There were no further symptoms or complications reported or anticipated.